Event description:
It was reported the device does not displaying blood oxygen data. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The customer immediately checked all the connection tubes and found that they were all connected properly. After checking, they found the blood oxygen probe malfunctioned. The faulty component is a philips product. Based on the information available and the testing conducted, the cause of the reported problem was a defective spo2 probe. The reported problem was confirmed. After the hospital's equipment department replaced the blood oxygen probe, the equipment resumed normal operation. The investigation concludes that no further action is required at this time. E1: reporting institution name: (B)(6).